Event description:
It was reported that the light duty transfer board fell during a pt transfer.

Manufacturer narrative:
It was reported that the light duty transfer board fell during a pt transfer, allegedly causing the pt to slip off the surgical table. The table as well as the tur module and lightweight transfer board were investigated by a stryker/berchtold field service tech. Through investigation it was discovered that the lightweight transfer board was being used incorrectly in conjunction with the tur module, which is an incompatible accessory. It was concluded that this incompatibility lead to the detachment of the transfer board.